Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. It was reported that the pt had a fibrotic plaque at the arteriotomy. Only one needle presented on deployment. The cardiologist retrieved the one needle before attempting backdown. Backdown was not successful and the device could be removed. The pt was sent to surgey for removal of the device. The cutdown was uneventlful and the pt was discharged the following day. The hospital will not return to the MFR for evaluation. As stated in the instructions for use (IFU), the safety and effectiveness of the techstar xl device have not been established in the presence of femoral artery stenosis or calcium that is fluoroscopically visible. There is no indication that the cardiologist viewed the access site fluoroscopically for the presence of calcium prior to the pvs procedure as the IFU dictates. The presence of a fibrotic plaque could have interfered with the presentation and retraction of the needle. The IFU also clearly instructs not to removed the deployed needle should only one present. Removal of one needle prior to attempting backdown alters the path of the remaining needle, precluding successful backdown. In this case, both pt vessel morphology and user technique error contributed to the event.